Event description:
The customer reported that the system would produce an alarm saying do not use. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. The service representative retrieved the error log files and replaced the monoblock and the high voltage cable as well as the high voltage power supply. The system was tested and found to be working as intended and put back in service.